Event description:
Pt was treated on 12/7/95 in nasolabial folds and glabella. On 12/11/95, the pt presented with a "greyish-purple" bruise and erythema at the glabellar treatment site; exact date of onset unknown. The physician diagnosed a necrosis; topical bacitracin and oral keflex were prescribed. On 12/14/95, the pt presented with decreased bruising erythema at the glabellar treatment site. On 1/18/96, she presented with "minimal skin loss" at the glabellar treatment site. On 2/5/96, the pt presented with a scar at the glabellar treatment site. On 4/8/96, a scar revision was performed. As of 5/20/96, the treatment site was "well healed".